Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid procedure the device was ejecting clips. When the surgeon placed a clip on the vessel and released the handle, a second clip was ejected and fell into the patient. The defective clip was removed and another device was used to complete the case. There was no patient consequence.